Event description:
It was reported that loss of ventricular capture was noted on a remote transmission. The patient presented to the clinic for further assessment. A right ventricular threshold test was performed and programming changes were made. There were no adverse health consequences, the patient was stable.